Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the pump set was found to be leaking at the antisiphon valve, causing blood back up and leakage. No injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The sample was tested for leakage per specification and failed. The returned product was functionally tested and confirmed the reported defect of leakage at the sonic weld of the distal backcheck valve. Although the defect was confirmed, the exact root cause of the weakened/leaking sonic weld of the backcheck valve could not be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.